Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the cardioplegia pack. The incident occurred in (B)(6), louisiana. Through follow-up communication livanova learned that the affected unit is not available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report related to an air ingress into a perfusion tubing system (pts) pack. In detail, cardioplegia line was primed and flushed with no leaks noted when over-pressurized while in priming mode. Once cross clamp was on, while delivering the cardioplegia solution to the patient, the delivery system and line filled with air. Delivery was then stopped and attempted to flush air to the field. However, more air came into delivery system. Therefore, cross clamp was removed. Patient was defibrillated and cardioplegia system was exchanged for new one. New cardioplegia circuit was primed and flushed to the field. Cross clamp was placed and cardioplegia was delivered with no air issues.